Manufacturer narrative:
The customer did not provide specific serial number for the referenced cv-190 or maj-1430; therefore, it is unknown if the devices were returned to olympus for evaluation/service. A review of the instrument¿s history could not be performed. The cause of the reported event cannot be determined. The instruction manual states, ¿the cables should not be sharply bent, pulled, twisted or crushed. Cable damage can result.¿ olympus contacted the user facility multiple times to obtain specific information regarding the subject device but to no avail. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed that, the device image was flickering. An ¿e402-df not connected¿ error was observed when the image issue occurred. The user reported that the issue occurred with two different scopes models. Upon troubleshooting, it was determined that the scope cable was faulty. The cable was replaced and the image issue was resolved. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause for the reported e402 error and cut off the image events were as follows: e402 error (df unconnected). The problem was solved when oca instructed a user who was not using the df system to turn off the df setting of the device in question. The reason for this is that the df file system was not used, but the df setting on the release tab was set to on. Cut off the image. When I had (B)(6) replaced, I was able to confirm that the defect stopped appearing. It is determined that there were no problems with the device in question and that there was an error in (B)(6).